Event description:
From distributor's report of event: family member reports the dermabond topical skin adhesive was applied at the pt's dr's office with the pt lying flat on the table with their nose pointing up, the laceration was in the center of their forehead. No preventive measures were taken prior to applying the product (no ointment or gauze barrier). The nurse, not the doctor applied the product and held the vial directly over the pt's head while nurse squeezed the product out. The product dripped into the pt's eye and the nurse continued to attempt to apply product to the laceration. In the meantime, the pt started to rub the eye and within 30 seconds, the eyelids were bonded together. The nurse attempted to use water to remove the adhesive from the eyelids but was not successful. Doctor advised nurse to use vaseline. The pt was taken to an ophthalmologist, the skin surface was slick from the vaseline so they used a clamp to open the eyelids. The pt's vision has been checked twice and found to be unimpaired; the eye was red for about two weeks but now redness is subsiding.